Manufacturer narrative:
Product analysis the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. Continuation of concomitant products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had unstable thresholds, oversensing, high rate non-sustained episodes and possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.